Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper cocked was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of stopper cocked was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper cocked. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the cap was broken. This was reported to have affected 3000 tubes. The following information was provided by the initial reporter. The customer stated: "the biochemical yellow tube head cap was skewed, resulting in stuck machine when passing the blood drawing line instrument."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the cap was broken. This was reported to have affected 3000 tubes. The following information was provided by the initial reporter. The customer stated: "the biochemical yellow tube head cap was skewed, resulting in stuck machine when passing the blood drawing line instrument."